Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he is unable to exit the preparing to prime loop.customer stated that he was changing the infusion set and he was filling the tubing and he cannot go past that. Customer was advised to hold the act button until they receive a second series of beeps or numbers appear on the display. Customer stated he received a second of beeps. Blood glucose value was 264 mg/dl; he was trying to treat with the insulin pump. Nothing further reported.